Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician used a firestar 2.5 x 20 mm balloon catheter for pre-dilation and he experienced difficulty deflating the balloon catheter after inflation. The physician withdrew the catheter using force. The procedure was completed successfully using a same like product. There was no report of patient injury and the device was returned for analysis. Additional information has been requested but has not been forthcoming. The product was returned for inspection. One non sterile firestar 2.5 x 20 mm was received coiled inside two plastic bags. The balloon was totally deflated. No anomalies could be noticed by the unaided eye. The balloon was inflated at 14 atm without any issues. The deflation test was performed twice, and the deflation times were found within specification. Sem analysis results show that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The reported customer complaint of deflation difficulty was not confirmed through failure analysis. With the information provided it is not possible to determine what factors may have contributed to the difficulty the customer encountered. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician used a firestar 2.5 x 20 mm balloon catheter for pre-dilation and he experienced difficulty deflating the balloon catheter after inflation. The physician withdrew the catheter using force. The procedure was completed successfully using a same like product. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.